Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized four times in fourteen months due to high blood glucose on unknown date with blood glucose of 425 mg/dl. Customer stated that the retainer o ring of insulin pump was damaged. It was unknown that auto mode feature was active or not at the time of event. The customer stated that the reservoir locked into place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08690 inches. Device was received with the new style all black retainer still attached to the device case. A test p-cap and reservoir locks into place inside the reservoir the reservoir tube properly. Device was received with scratched case and pillowing keypad overlay. No damage to the reservoir tube, reservoir tube lip, or retainer noted during physical inspection.